Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the loss of image occurred because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had no image. There were no reports of patient or user harm associated with this event. Related patient identifiers are (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no picture¿ was confirmed. The device evaluation found faulty cable was the cause of the image loss. Additionally, the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.